Event description:
It was reported that the patient presented with a fractured right ventricular (rv) lead. It was decided to explant both leads and the pacemaker and replace them with a new system. The next morning telemetry showed loss of capture in the new rv lead. The rv lead had not appeared to have moved as seen in fluoroscopy imaging, and so the patient underwent a revision procedure to reposition the lead. After the repositioning, loss of capture was still observed event with maximum outputs, and the patient had a heartrate of thirty beats-per-minute. The patient was brought back to the lab, this pacemaker was disconnected, and the rv lead was tested with a pacing system analyzer (psa) which showed the lead was working as intended. Subsequently, this pacemaker was replaced with another new device, after which everything functioned as intended with no more loss of capture. Technical services (ts) was later contacted again and informed there was more of the same loss of capture with the second new device as well. The rv lead was then explanted, upon which they found a lot of tissue in the lead helix and replaced with a passive rv lead with proper lead function observed. No additional adverse patient effects were reported.

Event description:
It was reported that the patient presented with a fractured right ventricular (rv) lead. It was decided to explant both leads and the pacemaker and replace them with a new system. The next morning telemetry showed loss of capture in the new rv lead. The rv lead had not appeared to have moved as seen in fluoroscopy imaging, and so the patient underwent a revision procedure to reposition the lead. After the repositioning, loss of capture was still observed event with maximum outputs, and the patient had a heartrate of thirty beats-per-minute. The patient was brought back to the lab, the pacemaker was disconnected, and the rv lead was tested with a pacing system analyzer (psa) which showed the lead was working as intended. Subsequently, the pacemaker was replaced with another new device, after which everything functioned as intended with no more loss of capture. Technical services (ts) was later contacted again and informed there was more of the same loss of capture with the second new device as well. The rv lead was then explanted, upon which they found a lot of tissue in the lead helix and replaced with a passive rv lead with proper lead function observed. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.